Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: one (1) controller and three (3) batteries with unknown serial numbers were not returned for evaluation. Log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with alleged power disconnect alarms can be attributed, but not limited, to communication errors, momentary disconnections and/or battery malfunctions. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). Brand name: heartware ventricular assist system - battery, model #: unk-battery / catalog #: unk-battery / expiration date: unk/ serial or lot#: unknown, UDI #: asku, device available for evaluation: no, device mfg date: unk, labeled for single use: no, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s primary controller would not recognized when a battery was connected to power port two and would alarm the patient to attach power. The controller would not alarm when connected to the ac adapter. The patient tried with three different batteries and the result would be the same. The controller was exchanged to the backup controller without difficulty and no further alarms were reported. The batteries remain in use. No patient complications have been reported as a result of this event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.